Manufacturer narrative:
Sections h3, h7, h9: additional information. Section d10: correction. Manufacturer's investigation conclusion: evaluation of heartmate 3 lvas, serial number (B)(6), confirmed an outflow graft twist. Additionally, the pump cable inline connector bend relief was discolored. The observed outflow graft twist would have contributed to the decrease in flow and low flow alarms captured within the submitted log files. (B))(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft and outflow graft bend relief were cut approximately 4 inches from the outflow graft attachment and the remaining portions were not returned. The cuff lock was fully engaged, and the apical cuff was returned attached to the cuff lock. Examination of the sealed outflow graft revealed a twist adjacent to the graft hardware traveling lengthwise on the graft, rotated approximately 90-degrees. Based on the tissue accumulation in the space between the graft and the bend relief, the twist appeared to have been present for an unknown period of time during patient support. The occlusion caused by the twist would have contributed to the gradual decrease in average flow and subsequent low flow alarms captured on the submitted log files; however, a direct relationship between the outflow graft twist and the reported cardiac arrest and patient outcome could not be conclusively determined through this evaluation. Upon disassembly of the returned pump body, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient called the hospital feeling lightheaded and came to the emergency department. Pump speed was lowered and the patient was discharged. The patient called again 1 hour later with low flow alarms. The patient became unresponsive leading to cardiac arrest. 911 was called and resuscitation was attempted unsuccessfully. The patient passed away on (B)(6) 2020. A review of the log file showed speed changes on (B)(6) 2020. The pump was running and maintaining speed throughout the log file. Multiple low flow alarms occur until the flow drops to 0 lpm. The driveline was disconnected 1 hour later and the pump stopped.